Event description:
The customer reported when the sensor is plugged into the sensor outlet of the alarm, it does not have a tight fit. The customer could not provide a date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of returned product did not confirm the reported issue, the sensor outlet (rj-11) has a secure fit. However, the battery springs inside the battery compartment are bent. The unit powers on and when placed on hold/delay mode, the alarm would not go into those modes. The unit passes other functional tests. The warning label is missing and the posey decal label is missing. (B)(4).